Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box showed that there was evidence of unexplained power events on (B)(4) 2014; several call service cs128/177 alarms were also observed. The pump battery compartment was observed to be cracked at the threads down to the case seal. Evidence of moisture was observed inside the battery canister and on the returned battery cap. The pump was powered on and exercised for 24 hours without power issues occurring. A leak test was performed and the pump was observed to be leaking from the battery compartment. The pump cover was removed and no moisture damage or intermittent connections were observed inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was having intermittent power and moisture was noted in the battery compartment. The reporter confirmed that there was no noted damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.